Manufacturer narrative:
This report is filed (B)(4) 2015.

Event description:
Per the clinic, a CT scan revealed that the electrode array was outside of the cochlea resulting in the decision to explant the device. The device was explanted (B)(6) 2015 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). The device is currently unavailable.